Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure into pelvic cavity') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), post procedural discomfort ("feel unwell after essure insertion"), pelvic pain ("pain"), the first episode of abdominal distension ("bloating"), the second episode of abdominal distension ("bloating"), dizziness ("dizziness"), syncope ("fainting"), depressed mood ("low mood") and premature menopause ("early menopause"). The patient was treated with surgery (essure removal via hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, post procedural discomfort, pelvic pain, the last episode of abdominal distension, dizziness, syncope, depressed mood and premature menopause outcome was unknown. The reporter considered depressed mood, device dislocation, dizziness, pelvic pain, post procedural discomfort, premature menopause, syncope, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure have been located in pelvic cavity. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure into pelvic cavity') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), post procedural discomfort ("feel unwell after essure insertion"), pelvic pain ("pain"), the first episode of abdominal distension ("bloating"), the second episode of abdominal distension ("bloating"), dizziness ("dizziness"), syncope ("faintiing"), depressed mood ("low mood") and premature menopause ("early menopause"). The patient was treated with surgery (essure removal via hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, post procedural discomfort, pelvic pain, the last episode of abdominal distension, dizziness, syncope, depressed mood and premature menopause outcome was unknown. The reporter considered depressed mood, device dislocation, dizziness, pelvic pain, post procedural discomfort, premature menopause, syncope, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure have been located in pelvic cavity. Most recent follow-up information incorporated above includes: on 28-may-2021: due to follow up received on 28-may-2021 this report was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted in bayer safety database. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.